Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with strange artifacts on discrimination channel. It was also reported that the patient was physically exerting himself and was being shaky and sweaty. The symptoms were indicative of conditions unrelated to the device. The artifact appeared to be due to electromagnetic interference (emi). Detection of non-sustained episodes seemed appropriate. Lead impedance measurements were stable and within normal range. High voltage lead impedance was suggested to be monitored. The artifact was likely noise due to electromagnetic interference. Additional information was not reported.

Event description:
New information received notes that the patient was stable.